Event description:
Additional information was received from a patient. It was reported the circumstances that led to the previously reported symptoms was it just started, and the steps taken to resolve the symptoms was they changed programs.when asked if the symptoms had resolved, the patient reported somewhat.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a poor communication screen on the patient programmer (pp). An antenna was used and syncing with the implantable neurostimulator (ins) did not resolve the issue. The patient then powered it down and then re positioned the antenna and synced again. The patient was successful in getting communication. Stimulation was on and on program 4 at 3.9. She felt stimulation but was going to the bathroom all the time. The patient successfully changed to program 1 and increased to 3.9, but did not feel stimulation. It was noted that the issue occurred just a couple of days ago in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.